Manufacturer narrative:
(B)(4). The results of this investigation concluded tears were observed in all three cusps. Fibrous pannus ingrowth was found on the inflow surface of each cusp, and fibrous thrombus was found on the outflow surface of each cusp. There was no evidence of inflammation or calcifications, and gram stains were negative for organisms. No evidence was found to suggest the cause of the cusp tears, pannus, and thrombus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Gtin number: not available.

Event description:
On (B)(6) 2010, an aortic valve replacement was performed where this 23 mm sjm epic supra valve was implanted. In 2015, echocardiography revealed a high gradient and on (B)(6) 2015, the valve was explanted. Another 23 mm sjm epic supra valve was implanted. The patient was reported to be stable postoperatively.